Event description:
It was reported that the patient "keeled over" in the chair while the nurse was changing the battery. The battery was quickly changed and pacing functions returned. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.